Event description:
It was reported that the patient of this right ventricular (rv) lead presented to the emergency room (ER) with fatigue and near syncope symptoms. During interrogation this rv lead exhibited intermittent loss of capture (loc) and high pacing thresholds. Micro dislodgement was suspected and confirmed with xray imaging comparison with post implant images that showed the lead to be in a similar location. A lead revision procedure was performed, and the rv lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains in service.